Event description:
It was reported that during a routine maintenance, it was observed that the motor device was not operating at full power. According to the report, the top speed of the device was ¿45000¿. During in-house engineering evaluation, it was observed that the device had fluctuating rotations per minute (rpms) and overheated. The event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was making an unusual noise, had fluctuating rotations per minute (rpms), overheated and failed hand control. The pretest could not be completed because the device stopped running. Therefore, the reported conditions were confirmed. The assignable root cause was determined to be due to damage caused by immersion during cleaning which is failure to follow the directions for use. This is further defined as misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.